Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In jun 2016 the patient in australia had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On an unknown date during a follow up nurse phone call the patient revealed that he had developed a peg site infection, was seen by the physician and given cephalexin 500mg four times a day